Event description:
It was reported that the patient¿s implant was turned off at the time of the report because, it was not functioning and she got very sick. The patient turned her device off three months prior to the report when she became ill with diverticulitis. The patient needed a MRI for her brain and was seeing a neurologist for hands and feet numbness. The MRI was not related to the device or therapy. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v841549, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3095-10, serial# (B)(4), implanted: 2011 (B)(6); product type extension. (B)(4).